Manufacturer narrative:
The investigation found that the contact pins are corroded. No signs of any burning or melting.

Event description:
Reporter alleged that the inform meter has connector pins that appeared blackened or charred as if they were burned. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.